Event description:
It was reported that the atrial lead was noted to be dislodged via an x-ray exam. The lead was repositioned successfully. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.